Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported info.

Event description:
An integra cranial access kit was provided by the integra lifesciences sales rep to the operating room staff for use for an intracranial drain procedure on (B)(6) 2010. However, the kit was expired. It was not noticed by the sales rep, surgeon or nurse. Reportedly, the item in question in the cranial access kit was the disposable drill. Three other components in the kit had the following expiration dates. Lidocaine 1% with epinephrine 1:200,000 (30ml ampule-exp date of 01 jun 2010), sodium chloride, 0.9% solution (10ml vial-sterile exp date of 01 mar 2010), and duraprep (6ml surgical solution with applicator-sterile-exp date of 01 may 2010). The use of these three components has not been confirmed. As of (B)(6) 2010, the pt has not suffered any ill effects as a result of this incident. The products were not available for an evaluation. Additional info has been requested.